Event description:
It was reported that "during use of the item it was noted that the light lead was not passing through the handle as intended, upon further investigation it was obvious that a fragment (from the handles outer body) had fractured and broken off, making its way within the lumen of the device's handle, where it had become lodged. The situation was safely managed at the time by sourcing an alternative consumable however, I believe this poses a significant concern in regards of the potential risk for aspiration, where the loose fragment could have inadvertently entered the patient's airway. It is unknown whether the piece has become fractured prior to or during use or presented from the manufacturing process however by the nature of the material, I assume a considerable amount of force would have to had to have been exerted. Additional concern presents with the fragment being clear in color, further posing risk to its identification if lost. No adverse consequences, no prolonged hospitalization, patient condition post-op: fine. No negative impact in state of health reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).